Event description:
On (B)(6) 2022, a patient underwent endovascular treatment of a descending aortic aneurysm using two conformable gore® tag® thoracic endoprostheses. Device tgmr373720j (serial# (B)(4)) was implanted distally, then device tgmr404020j (serial# (B)(4)) was implanted proximally. A final angiography revealed a distal type I endoleak. For treatment, additional tgmr404015j (serial# (B)(4)) was implanted distally. The type I endoleak was resolved. Reportedly, the proximal edge of the tmgr404020j (serial# (B)(4)) was intentionally implanted on another aneurysm that was not indented to be treated during this initial procedure. A gap was observed between the proximal edge of the tgmr404020j and the vessel on (B)(6) 2022. The same day, it was determined by the physician that the gap was not a problem. The patient tolerated the procedure. On may 9, 2022, following additional information was reported to gore: on (B)(6) 2022, the physician decided to treat the gap as a semi emergency the next day due to possibility that the gap could cause a compression of the stent graft due to a blood flow and/or cause a blood flow disturbance. Reintervention was performed on (B)(6) 2022. During the reintervention, an attempt was made to implant tgmr404020j with serial number (B)(4), proximally. However, after completed deployment of the stent graft, approximately 5 cm (ca. Half deployment) of distal edge of the stent graft was not fully deployed. The lock wire and the angulation fiber were removed, but the stent graft did not fully deploy. Only after removal of the delivery catheter, the stent graft was deployed. The patient tolerated the procedure. Physicians statement regarding the incomplete deployment and what may be involved in incomplete deployment is, a stiff wire might had contact with the distal end of the stent graft because the artery was highly tortuous. Reportedly, the gap was not caused by device issue. The gap was caused by the placement of the 40 mm diameter stent graft in an approximately 47 mm diameter vessel. The gap appearance did not change after the initial treatment, but the physician changed his thought about the need for reintervention to treat the gap.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Because it was a reportable malfunction, an engineering evaluation was mandatory. The device was not returned, so no device evaluation could be performed. Therefore, the complaint cannot be confirmed. No images were provided for an imaging evaluation. The root cause for the device failing to fully deploy on the distal end prior to catheter removal could not be determined with the currently available information. No manufacturing deficiencies were identified during the device evaluation. The conclusion code in h6 remained unchanged with the additional information. G3: manufacturer received date is listed as january 4, 2023, the date the engineering evaluation was completed. H1: type of reportable event updated from "serious injury" to "malfunction".